Event description:
It was reported that during a noise revision, the device did not provide pacing support for a few seconds. It was noted that noise reversion pacing was not programmed on. The patient reported feeling dizzy and lightheaded. The noise could not be recreated in clinic. Noise reversion mode was turned on, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.